Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery during the prime process. The patient's blood glucose at the time of incident was 600 mg/dl. No mention was made of symptoms or treatment of the high blood glucose. Troubleshooting was initiated for the no delivery. The customer was advised to disconnect and reconnect the tubing and reservoir. Afterwards, the customer successfully primed the tubing without the pump alarming. The customer was advised to call back if the issue persisted. No products were shipped or returned.